Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. No batch number, returns or photos were provided for investigation. Retention samples cannot be evaluated without a specific batch number. The complaint history was reviewed for material 245122 and there are no trends in any batch over the last 12 months. Bd will continue to trend for this issue. This complaint cannot be confirmed. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was a false positive result. There was no report of patient impact.